Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the atrial lead exhibited noise episodes. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.